Manufacturer narrative:
A ge service rep performed an on site investigation. The connectors were reseated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system produced uncommanded x-rays. The fse reported the system was getting hung up. This issue is consistent with a system lockup. There was no uncommanded x-ray. There was no pt injury or death reported.